Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity c carbon dioxide results for several patients. The following example was provided (customer¿s normal range is 22-31 mmol/l): sample ID (B)(6) result was 8 mmol/l, no repeat results were available. The patient¿s previous result was 24 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c carbon dioxide reagent, list number 07p72-20, and manufacturing site of wiesbaden to alinity c processing module, list number 03r67-01, and manufacturing site of irving. MDR number 3016438761-2025-00024-00 has been submitted and all further information will be documented under that MDR number.